Event description:
It was reported that air bubbles were observed within the canister with multiple cartridges. There was no adverse impact to the customer's blood glucose level. Despite multiple cartridge changes, issue continued to occur and the pump was replaced. Customer reverted to an alternate method of insulin therapy.